Event description:
It was reported that the bd posiflush¿ xs pre-filled flush syringe nacl 0.9% leaked during the aspiration to check for blood return, and blood passed through the plunger stopper when the health care professional irrigated the catheter. The customer reported 10 occurrences of this event. The following information was provided by the initial reporter: according to customer, our bd posiflush xs is not as tight as the normal syringes. Leaking happened during aspiration to check for blood return. The leakage became worst and the blood even passed through the plunger stopper when the hcp irrigate the catheter. For the leakage incident, there were blood spillage but fortunately the staff nurses were on ppe, hence they were protected by the gloves. Regarding ¿syringe not tight as normal syringe¿, the customer couldn¿t tell if unused one has the similar symptoms as our bd posiflush is prefilled with saline. The hcp will only know after they opened and used it on patients.

Manufacturer narrative:
H.6. Investigation summary: DHR:the non-conformances were reviewed for this batch and there was no record of non-conformance associated with this batch. No samples were returned. Photos returned verified the mishandling of the syringes. Posiflush syringes are pre-filled single use syringe intended for flushing. Therefore, the reported leaking happened during aspiration to check for blood return. The leakage became worse and the blood even passed through the plunger stopper when the hcp irrigate the catheter was due to customer mishandling. Prefilled and conventional syringes have different purposes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd posiflush¿ xs pre-filled flush syringe nacl 0.9% leaked during the aspiration to check for blood return, and blood passed through the plunger stopper when the health care professional irrigated the catheter. The customer reported 10 occurrences of this event. The following information was provided by the initial reporter: according to customer, our bd posiflush xs is not as tight as the normal syringes. Leaking happened during aspiration to check for blood return. The leakage became worst and the blood even passed through the plunger stopper when the hcp irrigate the catheter. For the leakage incident, there were blood spillage but fortunately the staff nurses were on ppe, hence they were protected by the gloves. Regarding ¿syringe not tight as normal syringe¿, the customer couldn¿t tell if unused one has the similar symptoms as our bd posiflush is prefilled with saline. The hcp will only know after they opened and used it on patients.